Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
The report indicated that during an (afib) atrial fibrillation case with an octaray nav catheter and soundstar eco catheter, the patient experienced pericardial effusion. An intracardiac echocardiography catheter image (ice) to verified things and noticed the effusion. The pericardiocentesis procedure to place to drain off fluid from the pericardial space. The patient was stable and taken to surgery. The perforation location was in the anterior lateral right atrium and not near the transeptal site. It is not known the octaray catheter, wire or from ice caused the perforation. The patient had strange anatomy, there was difficulty getting the ice views, and getting the wire where the medical team wanted it. During the procedure while attempting to deliver rf (radiofrequency) energy to go transeptal with the baylis versacross system, the system did not get across. The anatomical map in the right atrium was obtain with the octaray catheter before the transeptal procedure. There was difficulty manipulating the catheter and getting into the (svc) superior vena cava, but nothing that indicated they perforated with the catheter. The octaray catheter splines folded back and pushing against tissue, but after evaluation the transeptal procedure continued. The catheters used during the procedure were not available for return. The product information is not available (lot, serial, or catalog numbers). During the procedure, a bw generator or ablation catheter were not utilized. This report is for the octaray.

Manufacturer narrative:
Per internal review on 8-apr-2025, it was identified that the h6 health effect - clinical code for "cardiac perforation" (e0604) was mistakenly omitted from the previous initial report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).